Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2020, product type: extension; product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot#: (B)(4), ubd: 05-jul-2022, UDI#: (B)(4); product ID: 3708660, serial/lot#: (B)(4), ubd: 19-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection. Unknown if any environmental/external/patient factors that may have led or contributed to the issue. Unknown if any diagnostics/troubleshooting was done. The extensions and neurostimulator (ins) were removed due to the infection. Unknown at the time if the issue is resolved.